Event description:
A patient underwent venaseal procedure. Right after procedure-patient was shaking and had a hard time walking. Access site was red and inflamed. Day 6 after the post-op the patient experienced severe redness, hands red and swollen. Physician prescribed prednisone, ibuprofen, and benadryl. 24 hours after medrol dosepak, the itching returned. Day 4 after medrol dosepak, rash around neck, itching, legs are on fire, the patient took benadryl. Rash then developed on the patients back and they took benadryl. Legs then began to swell and the patient is not sleeping. The patient went to the ER and was started on IV, gave her a zyrtec and a syringe of pepcid. That immediately caused the redness and swelling to dissipate, the itchiness stopped as well. They gave a shot of epi and waited. Patient had a little redness on her hands, they gave another shot of pepcid and it went away. Patient is symptom free, following the 1x zyrtec and x1 pepcid twice a day- 2 ½ weeks post op. ER doc is having the patient stay on the zyrtec + pepcid once a day for 30 days. The treating physician stated that after further medical evaluation and questionnaire patient informed that she had a past experience with adhesive eyelash glue that caused itch sensation and rashes. Additionally, patient has lupus and raynaud's syndrome. The physician stated had he known all these extra medical information he would have refrained from treating the patient with cyanoacrylate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.